Manufacturer narrative:
Initial reporter name - (B)(6). The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. There was no reported malfunction of the involved iabp, and the model and serial number was not provided to us. However, we have requested additional information and will submit a supplemental report if necessary. Not returned to manufacturer.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy for a case involving CABG (coronary artery bypass graft) after coming off cpb (cardiopulmonary bypass), it was found that the patient had low cardiac output syndrome (lcos). Customer then inserted intra-aortic balloon (iab), 34 cc, at the area of lt. Sfa (superficial femoral artery) by seldinger technique, confiredm the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2 afterwards, iabp was active for 10 minutes, the iabp's a-line wave disappeared, so customer flush the heparin and tried to aspirate the blood, but saw that it could not flush the heparin and could not aspirate the blood. After that, the customer changed the balloon line. During the 10 minutes period, the patient's systemic blood pressure (bp) read as 170 - 180 mmhg, and the pressure bag was 300 mmhg. No patient death was reported. There was no reported malfunction of the iabp and the customer did not indicate if the rise in bp was attributed to the device. Please refer to mfg report number 2248146-2020-00271 for information on the linear 7.5 fr. 34cc iab involved.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A company representative has advised that there was no alleged malfunction of the unit and that self-testing of the unit was performed and the system passed all tests per factory specifications.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy for a case involving CABG (coronary artery bypass graft) after coming off cpb (cardiopulmonary bypass), it was found that the patient had low cardiac output syndrome (lcos). Customer then inserted intra-aortic balloon (iab), 34 cc, at the area of lt. Sfa (superficial femoral artery) by seldinger technique, confirmed the position by tee (transesophageal echocardiography), then give mode EKG (electrocardiogram) trigger mode (give heparin before iabp 15-20 cc) ratio 1: 2 afterwards, iabp was active for 10 minutes, the iabp's a-line wave disappeared, so customer flush the heparin and tried to aspirate the blood, but saw that it could not flush the heparin and could not aspirate the blood. After that, the customer changed the balloon line. During the 10 minutes period, the patient's systemic blood pressure (bp) read as 170 - 180 mmhg, and the pressure bag was 300 mmhg. No patient death was reported. There was no reported malfunction of the iabp and the customer did not indicate if the rise in bp was attributed to the device. Please refer to mfg report number 2248146-2020-00271 for information on the linear 7.5 fr. 34cc iab involved.